Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The end user states that the bolts are snapping from under the seat upholstery.